Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this brady lead had infection. There were no additional adverse patient effects reported. All available information indicates that this previously capped brady lead remains capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information was received that the device system was removed due to infection and erosion. Reportedly, the device eroded through the pocket. All available information indicates that this previously capped brady lead was now explanted. Boston scientific received information that the patient with this brady lead had infection. There were no additional adverse patient effects reported. All available information indicates that this previously capped brady lead remains capped.